Manufacturer narrative:
Insulin pump received with all buttons responding properly. Insulin pump had corrosion damage on keypad traces. No display ramping on its own noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratches on lcd on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling up to 300 when trying to deliver a bolus. Blood glucose value is 194 mg/dl. Nothing further reported.